Manufacturer narrative:
Date of report: 16nov2018. Date of manufacturer: 15nov2018. Philip's international service technician performed a touchscreen calibration to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. (B)(4). Phone number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch panel screen has become unresponsive. There was no patient involvement. The event date was not specified; estimate used.